Manufacturer narrative:
This report is being sent to correct our previous submission, the b5 (describe the event) has been updated from reportable to non-reportable event. The device was previously remediated in relation to the sound abatement foam recall on 09/20/2022, during which the original polyester-based polyurethane (pe-pur) foam, identified as susceptible to degradation and potential particulate release, was removed and replaced with a silicone-based sound abatement material with improved chemical stability and no established association with similar degradation behavior. The device was not returned for evaluation; therefore, the presence and source of the reported black particles cannot be confirmed. Additionally, based on historical complaint data, prior investigations, and post-remediation trending, similar observations in remediated devices have most frequently been attributed to environmental contamination. There is no objective evidence in this case to support a device-related cause. Accordingly, the reported event does not meet the criteria for a serious incident, as there is no indication of a device malfunction resulting in, or with the potential to result in, serious deterioration of health.

Event description:
The manufacturer received information regarding the device dreamstation auto alleging a patient coughing and diarrhea. Patient indicates that he ingested black particles and inhaled a burning smell during his treatment on the night of (B)(6) 2026· black particles found in the humidifier used with the CPAP device. There was no harm or serious injury reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.